Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: on tuesday, (B)(6) 2025, at 11:28 am a clinician experienced an air-in-line alarm with visible air in the tubing with a carfilzomib 42.06mg/m2 infusion. Pharmacy label displayed a rate of 190 and vtbi of 95. When the clinician went to remove the air from the IV line, a large section of air was noted in the tubing followed by fluid. The clinician stated the infusion was started just a few minutes before the air-in-line occurred. The rate on the pcu displayed 190 and the remaining vtbi was 50. No patient harm reported. The infusion was restarted after removing the air from the line. No other details provided. Current air-in-line setting is 250 microliters in the oncology profile.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos were received for quality evaluation. One of the photos was of a volume table and two of the photos were of an unidentified tubing set. The two photos of the tubing set. One of those photos show possible air in the tubing and the other photo shows the tubing clamp and distal connector. Based on the information provided by the customer, the customer complaint of air-in-line can be confirmed. The investigation was then forwarded to the manufacturing team to determine if the photos are enough to conduct a root cause analysis, however, due to a physical sample not being provided, a root cause analysis could not be conducted. A device history record review could not be performed because the lot number is unknown.